Event description:
Healthcare professional reports hemochron response coagulation system is not detecting a clot. This event occurred outside the us. No adverse event (s) reported.

Manufacturer narrative:
(B)(4). Device has been requested. No product returned. Device history record, ncmr, CAPA and complaint history evaluated. Result - none. Conclusion: no conclusion can be drawn.